Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 545 mg/dl. During troubleshooting, device was unable rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No motor error alarm and no excessive no delivery alarms noted. The motor was tested outside of the device and passed. All operating currents within specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.